Event description:
The pt reported that his interstim system was removed due to infection. Further info has been requested from the hcp, but has not been received at the time of this report. A follow-up medwatch report will be sent if further info is received.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.